Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) due to chest pains. The patient has complete heart block with an escape rhythm of 40 beats per minute. The right ventricular (rv) lead threshold was found to have increased and was intermittent. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.